Event description:
It was reported that during a supply change for a teflon infusion set and cartridge, the infusion set was deployed incorrectly when the needle came off the track while removing the circular adhesive backing, after which the ilet user performed a site change only and insulin delivery resumed. Blood glucose was 180 mg/dl and the relevant device component was the infusion set. There were no reported clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem and identified a usage problem consistent with an improper or incorrect procedure related to infusion set deployment. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.